Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Medical device lot #: 9077703. Medical device expiration date: 2024-04-30. Device manufacture date: 2019-03-18. (B)(4). Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences.

Event description:
It was reported that bd precisionglide¿ needle was clogged during use. The following information was provided by the initial reporter: material no: 305110 batch no: unknown. It was reported that no insulin came out of the needle. Event description per email states: caller reported he drew insulin into his syringe but when he depressed the plunger no insulin would come out of the tip of the needle. This occurred for 2 events on 5/12 and 7/8. Number of occurrences - 2. Did the caller insert the needle into the cartridge and encounter fill resistance? No. Product lot # for first event unavailable; 9077703 (second event). Did issue cause any injury? No. Did customer require medical intervention? No. Is product manufactured by bd? Yes, sample is not available for investigation. Resolution - caller was able to successfully fill a cartridge. No further action required. Cts to send replacement needle/syringe which comes in a 2 pack of cartridges. Customer did insert the needles through the cartridge septum but he did that step before filling the syringe with insulin. Cts educated customer on correct air removal technique. Customer reported there was nothing visibly clogging the needle tip and he was able to draw insulin into the syringe, he was just not able to push insulin out when he depressed the plunger. Customer did not insert he the needle/syringe into the cartridge and experience fill resistance.